Event description:
The customer reported to olympus that the hd camera head was being prepared for a diagnostic procedure (urological stent). During preparation, the camera head was used with a rigid scope and no image was produced. A replacement camera head was used and the patient procedure was successfully completed. The procedure was not prolonged. There was no extension of patient sedation and no medical intervention was required. There were no adverse effects to patient.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; the device did not produce an image. Internal examination of the device showed moisture inside of the charge coupled device; this likely caused this issue. Visual examination of the device showed the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10 as the following non-reportable malfunction was also found during the device evaluation (which was inadvertently omitted from the initial medwatch), the cable was reprocessed incorrectly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to moisture inside the charged coupled device (ccd). As to the cause of the internal moisture, it is likely that internal moisture occurred because reprocessing was not performed properly. The event can be detected/prevented by following the instructions for use which state: "after using this instrument, reprocess and store it according to the instructions given in the camera head¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance". Olympus will continue to monitor field performance for this device.